Event description:
It was reported that, an 840 ventilator had a blank display and failed graphic user interface (gui) power on self test (post) while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter pcb¿s and software was upgraded to the latest revision. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Product analysis: a keyboard and a graphic user interface (gui) printed circuit board (pcb) were returned to covidien/ medtronic¿s product analysis. A visual inspection of the components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; a functional testing was performed and diagnostic codes were reviewed. An investigation was performed and the product analysis technician reported that the keyboard root cause was isolated to wear. The gui pcb root cause was isolated to a component (video graphics array controller u34) on the pcb. If information is provided in the future, a supplemental report will be issued.